Manufacturer narrative:
Concomitant products: 10ml zr flush syringe lot 3129154, exp 2018-12-01, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the silicone pump segment disconnected was confirmed; however not from the safety clamp as reported but from the upper fitment component. Visual inspection observed that the suspect set was separated at the engagement between the upper fitment and silicone segment components. The expected ring retainer that secures the pump segment to the upper fitment was not received. Inspection of the separated pump segment confirmed the presence of a indentation caused by the retainer ring and the indentation was in the expected location on the end of the tubing. Functional testing was not performed because of the separation. The root cause of the separation was a manufacturing-related issue.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the nurse used a 10cc syringe to give an ivp(IV push) unspecified medication. The nurse first clamped the tubing above the injection port prior to and when administrating the ivp the silicone pump segment disconnected from the safety clamp. There was an IV maintenance fluid of normal saline infusing. There was no report of patient harm.